Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent lead replacement procedure and was doing well postoperatively. The explanted leads were not returned as it was kept by the hospital.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 7091121.